Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2017. Concomitant medical products - nexgen drill pin and screw inserter, catalog #: 00590102100, lot #: 62698714. Nexgen headless trocar drill pin , catalog #: 00590102000, lot #: 63504567. Foreign - (B)(4). Complaint sample was evaluated and the reported event was confirmed. Examination of the returned parts indicate that distal cut block exhibits dings, scratches and a hole is damaged . Minor debris was found on the distal cut block. Cmm analysis of the cut block relayed that none of the measurements were found out of tolerance. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total knee arthroplasty, as the surgeon was trying to fix the distal cut block with drill pins, one of the pins didn't go through the cut block hole and fractured. All pieces were retrieved. No adverse events have been reported as a result of the malfunction.